Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6)2024, the patient stated they were feeling confused. The patient uses the omnipod insulin pump and receiver as the cgm display devices. The patient could not recall any cgm values, alerts or alarms during the time of the event. She stated she was in an active sensor session and did not know how the cgm malfunctioned bus he believed it did. She experienced hypoglycemia and seizure. She was transported to the emergency department and treated with IV fluids. She was hospitalized for two days and was doing fine at the time of the report. Data was provided for evaluation and the allegation was confirmed. The probable cause was determined to be signal loss under one hour. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.